Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, and multiple tunneling attempts have been ruled out as potential causes. Additionally, the patient having contraindicating conditions has been ruled out. The commercial team member reported the soreness experienced by the patient was normal post-procedural soreness. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to normal post-procedural soreness. Therefore, the as analyzed code was selected as no problem found (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported soreness at the receiver site. Although the receiver site did not appear infected, antibiotics were prescribed and the patient was instructed to hold ice to it. As of on (B)(6) 2025, there is a little inflammation left and the discomfort is almost gone.